Event description:
It was reported that a small volume infusor ruptured during filling with 5fu (non-baxter product). There is no report of patient involvement, injury/adverse event, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot number 12n033 was manufactured december 10, 2012 - december 11, 2012. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. One filled sample was received for evaluation. Visual inspection of the sample noted a ruptured bladder in a non-footing position. The bladder was microscopically examined for the following abnormalities that may have potentially contributed to the rupturing: external/ internal surfaces of the bladder and rupture line for evidence of markings, abrasions, voids, embedded particulate matter, unevenly mixed rubber on or near the rupture line, and external damage or rough surfaces on the stress member. As a result, markings on the exterior surface and abrasion on the exterior surface of the bladder were observed near the rupture line. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.